Manufacturer narrative:
Continuation of d10: 694958 lead, implanted: (B)(6) 2006; icf09b45 lead, implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient approximately eight months post-implant, that their implantable cardioverter defibrillator (ICD) was the "most uncomfortable I've ever had". The patient indicated they had an "enlarged area coming off of the defibrillator and it's red and it itches." More recently, the patient reported that they had previously experienced an infection the year after the ICD was implanted, and that the system had subsequently been explanted. In addition, one of the leads was "too embedded" that it could not be fully removed. A new ICD system was later implanted in the patient. No further patient complications have been reported as a result of this event.